Event description:
It was reported that the vns patient was experiencing an increase in seizures since the last visit. It was reported that the relationship to the implant was not related and that the relationship to device stimulation was unlikely. Device diagnostics were reported to be within normal limits. It was reported that the increase in seizures was above the patient's pre-vns baseline frequency. It was reported that the patient's complex seizures remained constant but that the simple partial seizures were increased.